Event description:
The clinic reported seeing post paced t wave oversensing in a merlin net transmission. Technical support suggested programming post paced threshold start to 1.3mv and post sensed decay delay to 125 ms which the clinic will do within 30 days, date currently unknown.